Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd bactec¿ fx, instrument top, packaged, false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: instrument presents false positives.

Event description:
It was reported that while testing with the bd bactec¿ fx, instrument top, packaged, false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: instrument presents false positives.

Manufacturer narrative:
H.6 investigation summary: customer contacted bd support in regards to their bactec fx 441385 sn (B)(6) alleging false positive results. Bd field service engineer went onsite to investigate the issue, and found the racks were presenting sensor reading errors as well as having multiple stations blocked. The fse replaced two racks and ensured the system was functioning. This is a confirmed failure. Device history review is not required as this does not allege an early life failure or failure at install. Sample review was not required as no samples were returned for analysis. The root cause is unable to be determined. Service history review was conducted and showed one prior instance of false positive complaint, however investigation into this resulted in no instrument issues found and root cause was determined to be workflow errors. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.